Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the start of treatment. Upon follow-up, the rn confirmed there was an internal dialyzer blood leak that occurred immediately after the start of treatment and stated the patient¿s blood was not returned. The rn confirmed the estimated blood loss was 200 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were 10 photographs provided. As the provided photographs show a kinked/looped fiber in the body of the dialyzer, the complaint is confirmed. During the lot history review it was noted that there are two other complaints reported against the lot. Both complaints were reported by the same clinic as the current event, and address internal blood leaks (no samples), mentioned above. There are no complaints of any kind reported by any other customers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the start of treatment. Upon follow-up, the rn confirmed there was an internal dialyzer blood leak that occurred immediately after the start of treatment and stated the patient¿s blood was not returned. The rn confirmed the estimated blood loss was 200 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.